Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pulleys exhibited no damage. Other cables were not damaged. The housing was removed from the back end, no damage was observed. .

Event description:
It was reported that the permanent cautery hook instrument was broken, and no other details were available. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.